Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that an air filter assembly was missing a float. The hospital replaced the air filter assembly and returned it for investigation. The diss air filter is located between the compressor and the ventilator air supply. It is an optional accessory used for dehumidification of ingoing air. If the air filter would break during ventilation, the air leakage could cause a stop of ventilation. Audible and visible alarms for air supply low and o2 concentration high will be generated. The investigation showed that the float was missing from the filter assembly. It is however not possible to determine the root cause of why it was missing.

Event description:
It was reported that the air filter that is connected between the ventilator and the air compressor was defective. There was no patient involvement. Manufacturer's ref # (B)(4).